Event description:
The account stated that the cell-dyn 3200 analyzer has generated discrepant hgb results on 3 patient samples. On patient #3, the initial hgb result was 3.0 g/dl, hct was 37.8 %. The account stated that the low hgb result does not match the patient's clinical picture. The hgb normal range (12.0-16.0 g/dl). The sample was then tested on the back up cell-dyn 3200 analyzer and the hgb result was 11.5 g/dl and the hct was 38.5 %. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.